Event description:
The received medwatch report stated the following, "during the scheduled syringe change for the patient, the epidural infusion, the male end broke off inside the female connecting of the tubing. After the albumin bolus infusion was complete the male end broke off inside the female connection of the tubing. This has occurred several times over the past few months. Supply chain plans to contact vendor. This incident caused additional monitoring to assure patient was not harmed."

Event description:
The customer reported that the IV set male luer broke off in PICC line hub. The two products were connected hub to hub. The PICC line needed to be replaced because the user was unable to remove male luer piece from PICC.

Manufacturer narrative:
No product will be returned per the customer. The customer¿s complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Additional information received from customer's medwatch.